Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the ventilator was powered on it gave a watchdog test failed error. There was no patient involvement at the time the issue was discovered.further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) confirmed error consistent with watchdog test failed. The asp reseated the data acquisition board and the issue was resolved. The root cause was determined to be a misaligned data acquisition board.